Event description:
It was reported the atrial lead impedance has gradually increased. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis found high resistance/impedance with two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011. The daily pace impedance trend data shows a gradual increase for minimum and maximum atrial pace bi impedance equal to 836 to 2242 ohms peak between (B)(6) 2010 and (B)(6) 2012.